Event description:
Procedure: stress ui / pelvic organ prolapse. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced abdominal pressure, pain, urinary and bowel problems, recurrence of stress urinary incontinence and dyspareunia.

Manufacturer narrative:
(B)(4).